Manufacturer narrative:
Serial number and UDI not available for this system at time of filing. No parts have been received by the manufacturer for evaluation. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a one level lumbar extreme lateral interbody fusion (xlif) procedure. It was reported that there was an inaccuracy with two of the screws. The amount of inaccuracy was not known. The surgeon and resident were widening the retractor before placing the two screws, due to a small incision. The two screws were placed, and the spin was taken. The surgeon realized one screw was more medial and the other was more lateral. The site re-spun the patient, removed the two placed screws, and placed two new screws. The new screws were accurate. The surgeon reported that the frame must have moved while adjusting the retractor. There was a fifteen-minute delay to the case.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is also being reported under part 803. Supplemental aro information is as follows: estimated absorbed dose to patient based on unutilized radiation is 11.7 msv (negligible) 1- patient total number of people in or unknown. "(B)(6)". If information is provided in the future, a supplemental report will be issued.